Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2, a3 and a4 as the customer's age, sex and weight were not provided. The customer did not provide the sku # for the contour® ts test strips, therefore the model # and catalog # were not captured in section d4. The contour® ts test strip is similar to the contour® test strip available in the us market. Therefore, product code nbw and most recent 510 (k) # k062058 associated with the contour® test strip marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, UDI number is not applicable and no gudid information exists.

Event description:
The customer from mexico reported that they opened a box of the contour® ts test strips and the bottle was already open with the strips being outside the bottle. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
Despite follow-up attempt, the customer did not return the device for evaluation. Therefore, a device history record for the suspected contour® ts test strips with lot # 4km3f03b was reviewed and no manufacturing anomalies were found. Based on the device history record review, the lot # for the contour® ts test strips has been updated from 4km3fd3b to 4km3f03b in section d4.